Event description:
The sales rep reported that after implantation of the valve, the valve did not appear to regulate the flow. After depressing the valve 3 times there was no distal csf flow. There was a 5 minute wait and there still was no spontaneous flow. The doctor rechecked the ventricular catheter placement and it was in a good position but the valve did not function and it appeared to have debris in the cam. As a result, the valve was revised. Additional information from the sales rep stated that this occurred intra-operatively without any adverse consequences to the patient or delays in surgery greater than 30 minutes.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and it was noted that biological debris could be seen inside the device. The valve was irrigated with purified water and an occlusion was noted. The valve was leak tested and no leaks were noted. The valve failed the reflux, programming and pressure tests. The root cause of the problem found during investigation is due to the biological debris found on the spring, spring pillar, ruby ball, seat of the ruby ball, cam mechanism, cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.